Manufacturer narrative:
Follow up #1 01/27/2014. Device evaluation: the device was returned to animas and evaluated on 01/14/2014 with the following results: during testing, the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display.

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that there was a line through the display screen. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reporter: (B)(6).